Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose and diabetic ketoacidosis due to the insulin pump shutting down. The customer stated that the display went blank. Blood glucose value was 467 mg/dl, treated with IV insulin. During troubleshooting, the display did not return. The customer stated there was no corrosion or damage but the insulin pump was exposed to moisture as she went swimming with it. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.